Manufacturer narrative:
Pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. However, unit received with blank display, problem isolated to mother board. Unable to perform the displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had large crack on the battery module. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.